Manufacturer narrative:
Section d information references the main component of the system: product ID 3889-28 lot# va1xjtj implanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 22-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient reported that had a fall back in (B)(6) 2020 and broke the lead at the time. The patient said they had a revision/replacement surgery in (B)(6) 2021 and said that the local mdt representative, was present. Documented event, no further action taken by mdt. Additional information was received from a manufacturing representative. It was reported that they did not recall/remember if they were made aware of the revision event, they would have submitted the complaint. The rep stated they do not do the programming or the battery checks for mayo clinic, so things would've been detected by one of their app's. The rep added that the patient went from a standard battery to a micro. They believed it was one of the first ones that the healthcare provider placed and their original understanding was this was placed in order to provide an MRI compatible device for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.